Event description:
The customer reported that prior to use on a pt, the iabp generated an error code 107 (analog to digital converter out of specification). Another iabp was used to initiate therapy. No pt injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. The company representative replaced the front end board (part number 0670-00-0769). The board was returned to the manufacturing facility, where the failure was confirmed. It was subsequently returned to the supplier for evaluation. In an unrelated repair, he verified the scroll compressor failure (part number 0119-00-0179), which was also replaced due to an inability to calibrate the pressure transducer. The scroll compressor has been returned to the vendor for failure analysis. The system was tested to factory specifications. It functioned normally and was returned to the customer. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).